Event description:
Customer reported that a pyxis anesthesia es system shut down unexpectedly during a procedure. Nurse was not able to retrieve protamine, the required medication for a patient undergoing an undisclosed cardiac procedure. Patient care was delayed for 20 minutes, there was no patient harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system shut down unexpectedly during a procedure. Nurse was not able to retrieve protamine, the required medication for a patient undergoing an undisclosed cardiac procedure. Patient care was delayed for 20 minutes, there was no patient harm. This event is recorded on complaint number (B)(4) a field service technician evaluated the device and determined the device's monitor was defective. Monitor was replaced, the device is working as normal.